Event description:
It was reported that during a laparoscopic colon procedure, the device fired an incomplete staple line. The pt had a big tumor, so they converted the case to open. There was no consequence to the pt.